Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Reports showed their pacemaker was falsely triggering an alert for their at/af burden. Further interrogation showed the patient was not in atrial fibrillation. There were no patient consequences. No changes were made.

Event description:
Additional information received indicated that the patient's pacemaker was incorrectly recording the device as being in automatic mode switch 100% of the time. The patient was asymptomatic. No changes were made.